Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, the sensor has been giving off readings and the insulin pump has been going into threshold suspend. Customer's blood glucose was 110 mg/dl and sensor reading was 52 mg/dl. Customer stated that she was unsure what was wrong with the transmitter. Customer reported, the sensor was inserted in her thigh and does sleep on it. Troubleshooting for calibration error was also done. No further information reported.